Event description:
It was reported that the patient underwent a right segmental mastectomy procedure in 1996, where vicryl sutures were used. After surgery the patient developed an infection and injuries.